Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the patient had a titan touch in situ for 9 years. The patient noticed his pump was not working correctly and was staying compressed after multiple attempts to inflate. The device was replaced with a titan classic and a new reservoir placed in right retropubic. Upon inspection of original device, no defects found with pump, exit tubing or cylinders. The doctor suspects a leak within reservoir tubing.